Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was connected to the power strip and exhibited a shortage and burned from the liquid intrusion. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: one device was received. The device was visually and functionally tested and no device problem was found. The device passed all functional tests. No repairs were made. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.